Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles got into the bd insyte¿ autoguard¿ bc shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
This complaint has been over reported as it did not occur during a central line placement. The incident this is not MDR reportable. Air bubbles are only reportable if they occur in a central line. If further evidence supports device malfunction, this complaint will be re-evaluated.

Event description:
It was reported that air bubbles got into the bd insyte autoguard bc shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.